Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. Each envelope seal was intact. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gall bladder procedure, they were using a clip instrument for microline (comb. Reusable and disposable clips instrument. After the instrument was used, the surgeons found small blue plastic material from the trocar seal in the patient stomach. Afterwards, they took out the blue seal material from the patient, and could continue the lap. Operation without replacement of the trocar.